Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited camera went black. The issue occurred during sedation of an unspecified procedure while the device was inside the patient. The procedure was completed with a similar device with a delay. There were no reports of patient harm.